Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the device 8015 had error 255.3206 was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, tech has error code 255.3206 un restorable error on 8015 4.7. 8015 4.7 unit is at eol affected on 01/01/2019 unit unable to come in for repair. High level steps/procedure: went over 8015 eol letter with customer. Emailed 8015 eol letter to customer. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn¿t determine the probable cause of the customer¿s reported issue as the unit was eol affected . Device was not returned to manufacturing facility.

Event description:
It was reported that the device 8015 had error 255.3206. There was no patient involvement.